Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and functions were tested. The device operated appropriately, according to its performance specifications with not out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.